Event description:
It was reported that the ventilator turbine was stopping intermittently with an audible alarm. The ventilator was not connected to the patient when the reported problem occurred.

Manufacturer narrative:
The service center found a wire, that runs from the turbine to the motor board, had pulled out of the connector. After the wire was re-seated in the connector, the ventilator passed all tests.